Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device was overheating. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that it was difficult to insert a cutter. It was noted that the nose tube was damaged. The assignable root cause of this condition was determined to be component damage caused by misuse/abuse/user error. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.